Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seal was in good condition with no appearance of any physical damaged on pump. A review of the event history log identified: primary audible alarm background test. The tech performed an occlusion test. The reported problem could not be replicated. Unable to determine, could not duplicate. The root cause could not be determined no physical or any other damaged was found on interconnect board and speaker. The tech replaced the interconnect board and speaker for preventive. Performed occlusion test which passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the primary audible alarm background test error. In patient injury reported.